Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25098272, 25096773, and 25096773, the last three lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).